Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the united states contacted biomérieux to report a misidentification of cap survey organism pediococcus acidilactici as pediococcus pentosaceus in association with the vitek® 2 gram-positive (gp) identification (ID) test kit. Repeat testing obtained the same result. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to any patient's state of health. There was no patient directly associated with the cap survey sample. Culture submittal was requested by biomérieux for internal investigation. Biomérieux investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification that a customer in the united states reported the occurrence of a misidentification of cap sample pediococcus acidilactici as pediococcus pentosaceus in association with the vitek® 2 gp ID test kit. Biomérieux investigation was conducted. The customer's cap strain was not submitted so the internal lyophilized cap sample was reconstituted and tested. Investigational testing included two cards from the customer lot and two cards from each of three random lots. Excellent identification of pediococcus acidilactici were obtained on four cards from random lots. The two cards from the customer's lot and two cards from random lots resulted in low discrimination calls of pediococcus acidilactici/pediococcus pentosaceus. The low discrimination call is acceptable and prompts the user to perform confirmatory testing via alternate method(s). These species are closely related and review of the expected data for pediococcus acidilactici demonstrated no atypical reactions. The investigation concluded the vitek® 2 gp ID test kits are performing as expected.